Manufacturer narrative:
Philips service reinstalled the os and application software and recreated the image storage, restoring the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to expose due to an image storage error identified on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.